Event description:
Consumer claims to have had her ears pierced with the inverness system at a retail vendor in 2002. Sought medical treatment eight days later, for redness and swelling at the piercing site and an oral antibiotic was prescribed. Sought medical attention again six days later, the next month and was admitted into hospital. During her stay, she received antibiotics and an incision and drainage was performed. She was discharged from the hospital five days later and was prescribed an oral antibiotic.

Manufacturer narrative:
Incident reported to inverness on 05/09/2007. Requested information on 05/10/2007 and 05/25/2007. Did not receive information until 06/11/2007. Earrings were not returned to manufacturer for evaluation.